Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("gonging" alarms, damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged distribution node (dn) to rear therapy electrode cable. The cable was strained, which damaged wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient using the electrode belt reported frequent "gonging" alarms. A distributor representative visited the patient and reported that the electrode belt cables were damaged. The patient received a replacement electrode belt.